Event description:
A customer contacted beckman coulter (bec) reporting a leak at the white blood count (wbc) bath of the coulter ac*t diff 2 analyzer. The instrument was also failing wbc and platelet (plt) backgrounds when the leak was found. The volume of the leak was about 1 cubic centimeter (cc) and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse attempted to reproduce the leak, but was not able to observe any leaks. The fse replaced the wbc bath and the vacuum isolator chamber (vic) in order to address the background failures. The instrument ran passing wbc and plt backgrounds. The repairs were verified per established procedures. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).